Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('their baby was born prematurely') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "after having essure device implanted they got pregnant.". Medical conditions: their baby was born prematurely at 25 weeks and moved to a nicu away from where they live. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("after having essure device implanted they got pregnant."). At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('their baby was born prematurely') and pregnancy with contraceptive device ('after having essure device implanted they got pregnant.') In a female patient who had essure inserted. Other product or product use issues identified: device ineffective "after having essure device implanted they got pregnant.". Medical conditions: their baby was born prematurely at 25 weeks and moved to a nicu away from where they live. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media- pregnancy with contraceptive device, device ineffective, premature delivery no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.